Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the nibp is not calibrated, possible early of unexpected loss of nibp cal. There was no report of pt involvement.